Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no impact reported" (no consequences or impact to patient). Product problem(s): "bubbles in posterior chamber" (air leak). The customer reported that the vitrectomy probe released air bubbles in the vitreous chamber during the surgery. No patient impact was reported. Additional information was requested.